Manufacturer narrative:
(B)(4) evaluated the product, and the condition was confirmed . Loose foreign material was found. Internal corrective action has been initiated in order to further investigate and resolve the issue.

Event description:
Reporter from (B)(6) reported debris in sterile packaging. It is unknown if the device was used in surgery. It is unknown if there was pt/user injury or medical intervention. If any additional information should become available, this notification will be updated accordingly.